Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user reportedly leaned over the side of the power wheelchair to pull weeds and fell. The end user was not using the seatbelt at the time of the incident as warned.

Event description:
End user reportedly fell out of the power wheelchair while leaning over the side to pick weeds out of the flower bed. The end user was not wearing the seatbelt at the time of the incident.